Event description:
It was reported that the patient presented with undefined high impedance on both atrial and ventricular leads, as well as no pacing. X-ray showed the leads to be intact. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed no pacing output when device was programmed ddi 50 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.